Event description:
It was reported that the patient underwent an open incisional/ventral hernia repair procedure in 2007. In 2008, the patient had a recurrence of his hernia. As a result, on an unknown date, the patient had a pericolostomy and a different type of mesh was used. The surgeon opines the potential factor contributing to the hernia recurrence was that the patient was status-post colostomy.

Manufacturer narrative:
Recurrent hernia occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.